Event description:
A peritoneal dialysis nurse reported that the patient's cap fell of several times and she kept using the transfer set. Patient's effluent was cloudy and she not hospitalized. Patient was diagnosed with peritonitis due to touch contamination and treated with cefazolin and ceftizidine and then switched to vancomycin due to culture and sensitivity report.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There was no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation.